Event description:
The customer reported no audio from their mx40 device. No pt harm has been reported.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.